Event description:
It was reported, the customer had a battery out limit alarm on their insulin pump. Customer stated they had gone through four batteries due to the alarm. The customer also reported a low battery alert. Troubleshooting found the customer did not perform excessive button pressing on their insulin pump. Customer also reported a blank display after receiving the battery alerts. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also found the customer had a weak battery alarm and failed battery test alarm in their alarm history. The customer's insulin pump also passed all functional testing. Customer's blood glucose was 151 mg/dl. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.